Event description:
It was reported that the lesion was in the ad with the first diagonal and the lesion was pre-dilated. A bifurcation stent would not cross through the lesion. The lesion was again pre-dilated but the bifurcation stent still would not cross the lesion. The bifurcation was treated with a vision stent and a kissing balloon. A dissection was then observed and treated successfully with a vision stent and a high-pressure balloon. The lesion was heavily calcified even after pre-dilation.